Manufacturer narrative:
The device was received for evaluation. Functional testing was performed. During evaluation, the device keypad was found nonfunctional. The second soft key and keypad number 1 were not working properly. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be intermittent output from the number 1 key, the second soft key from the left and the fourth soft key. The keypad will be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the second soft key and number 1 key on the keypad were not working properly. No additional information is available.